Manufacturer narrative:
The customer did not wash their hands prior to testing. As per the contour next ez user guide, "always wash your hands well with soap and water and dry them well before and after testing, handling the meter, lancing device, or test strips." The patient/family was the initial reporter , so personal information was not entered. No information was captured in as the customer's weight was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 243 mg/dl at 2:03 a.m. With the contour next ez meter. The customer took insulin and in the morning she started feeling unwell which she described as unable to talk. The paramedics were called at 7:00 a.m. To provide medical attention. No further information was provided. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected meter and test strips for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next ez meter and in-house contour next test strips from lot # 1epef06a, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.